Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod packing coil (packing coil) and a non-penumbra microcatheter. During the procedure, while advancing a packing coil through the microcatheter, the packing coil unintentionally detached partially in the microcatheter and partially in the patient's vessel. Therefore, the packing coil was removed using a snare technique. The procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note the following report was added to section h10: 3600510000-2024-8006.